Event description:
The customer stated it was reported to baxter on (B)(6) 2015 that a patient experienced a recurrence of peritonitis. The transfer set had been changed on (B)(6) 2014 the patient developed peritonitis caused by a disconnection of transfer set and plastic adapter. After the initial infection, the patient experienced peritonitis on two other separate occasions. The patients catheter was changed on (B)(6) 2014. These issues occurred during use.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR's are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, incoming performs acceptance sampling inspection, which would identify issues in the adapter ports. This complaint will be used for tracking and trending purposes.